Event description:
It was reported the device showed a pump not running error. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 9 years old. The device both tamper seals removed. The top case cracked at front left corner and along back edge. Right and left plunger cases cracked along top surface. Battery door cracked around mounting holes. "Motor not running" error found in device's error history log 944 ml/hr occlusion test was performed. Testing found grease covering u29 optical motor sensor on main pcb. The root cause was unable to determine. Cleaned optical sensor off to solve the issue.